Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study reported electrical shocking sensation related to the lead. The device reprogrammed to just active lead 1 and sensation was improved on (B)(6) 2016. Impedance was checked and found to be off in leads 1 and 2 which were the active leads. Pelvic x-ray revealed perfect position of the device on (B)(6) 2016. The patient had a pain level 8 for several months located right pelvic floor. The device was turned off for most of the day yesterday without pain relief. On (B)(6) 2016, the patient was doing well with urgency frequency with reprogramming; the she experienced significantly increased stimulation with bending. The event was ongoing.

Event description:
Additional information received reported there were high impedances.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0lnef, product type lead.

Event description:
Additional information received reported that on (B)(6) 2016, the patient had a visit and it was not mentioned. The event was resolved on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional for a clinical study. It was reported that impedance was checked and found to be off in leads 1 and 2 which were the active leads. Baseline weight of the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.